Event description:
On (B)(6) 2016, a patient received a perceval valve pvs23. The pre-operative assessment indicated symptomatic moderate to severe aortic stenosis (mg- 39 mm hg), preserved lv function, and mild to moderate mitral regurgitation (mr). The procedure was uneventful, the intraoperative toe showed satisfactory appearance of the prosthetic valve with pg/mg 15/8 mmhg and no regurgitation. The patient was discharged on (B)(6) 2016. The patient was admitted to the hospital on (B)(6) 2021 after having episodes of worsening shortness of breath. The echo showed worsening aortic regurgitation (ar), becoming severe in the last 4 months. A degeneration of the perceval valve¿s leaflets was identified, causing ar. The echo also showed mild pah (rvsp 43 mm hg) and mitral regurgitation (mr) moderate in severity. Of a note, the patient¿s mr has been variable in last few years. The patient was discharged on (B)(6) 2021 with a diagnosis of decompensated heart failure secondary to severe eccentric aortic regurgitation (ar). A follow up was schedule for 4-6 week¿s time to discuss treatment options (tavi v/s surgical avr). However, the patient reportedly passed away in (B)(6) 2021. Data on the device functionality over time was provided as follows: on (B)(6) 2017, the perceval valve had a peak/mean gradient of 33/21 mmhg, with no aortic regurgitation. The ejection fraction was 65%. On (B)(6) 2021, the perceval valve showed raised peak/mean gradient 36/22 mmhg. Mild to moderate aortic regurgitation (no ar noted on previous echo) suggestive of degeneration; thickened mitral valve with moderate to severe mitral regurgitation was also noted, as well as mild tricuspid degeneration. On (B)(6) 2021, the echo showed that the posterior cusp (nnc) of the perceval valve is restricted with mild aortic stenosis and mild to moderate ae. These changes were noted to be consistent with degenerative pathology. The left ventricular ejection fraction was normal.